Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the v60 suddenly alarmed and shut down right after. The device was also unable to be started up. The device was in use on a patient at the time the reported issue was discovered. The device was swapped out with a different device. Further information has been requested regarding the case. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital.

Manufacturer narrative:
Per good faith effort (gfe) response received, the customer used a third-party service to replace the battery to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service.